Event description:
Device malfunction: kink in filterk wire, unable to capture filter basket with recovery catheter, required endarterectomy. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that the accunet filter basket could not be captured using the recovery catheter, during a carotid artery stenting procedure. Anatomically, the arch is a difficult type ii, left-sided arch with a tight lesion internal carotid, 85% stenosed and a short landing zone for neuroprotection. There was no calcification. The lesion was predilated. The physician had difficulty advancing the accunet, due to vessel tortuosity, but ultimately was successful placing the filter at the target location. Tortuosity was noted beyond the lesion, and the distance to lesion was appropriate for the filter although the filter did have to make 60 degree turn. An acculink stent was advanced into the target lesion, but could not be deployed because the sheath would not open. The sds was removed, intact, without difficulty. The physician thinks that this may be due to the fact that the buddy wire was still in place causing too much friction for the stent to open. After inspection of the stent, it was noted that the sheath did not open at all. The stent was fully encapsulated by the delivery device. A second acculink was deployed without difficulty and the sds was removed. Afterward, the staff read the label and noticed the second acculink used was expired by 45 days. Post stent placement angiography then showed the shuttle sheath was in the aorta and not in the cca. The physician pulled the filter wire tightly and pushed the sheath into the common carotid artery, resulting in a kink in the filter wire. As a result of this kink the filter basket removal became problematic. The physician was unable to recapture the filter using three recovery catheters. The catheters sheared on the kinked filter wire and would not pass over the kink and became damaged ("sliced and went off the wire"). The pt was taken to surgery and underwent endarterectomy and filter removal. During the endarterectomy, the physician noted that the filter basket was resting distal to the leison and was not entangled in the stent. There was no reported injury, no clinical sequelae and no add'l info.